Event description:
A deflated left breast implant was discovered during removal and replacement surgery with non-mentor breast implant devices, which was performed on (B)(6) 2023. The reason for removal was not provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).